Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via webform a sensor detachment with a adc device and as a result, customer reported experiencing symptoms of hypoglycemia while sleeping, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (nursing staff) who provided glucose and juice as treatment for the diagnosis of hypoglycemia, in addition, hcp obtained a unspecified blood glucose result 15 minutes after treatment. No further information provided. There was no report of death or permanent impairment associated with this event.